Event description:
Case description: investigation result: name: ozempic 1.5 ml - batch unknown no investigation was possible, because neither sample nor batch number was available. Name: novofine plus 32g x 4mm - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigation result updated. -manufacturing comment added. -narrative updated accordingly. 17-aug-2020: as the device (novofine plus 4mm 32g) has not been returned to novo nordisk a/s for investigation, no batch number of the suspected device available and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event. Considering the nature of event (needle broken), it could be related product handling error. H3 continued: evaluation summary. Name: novofine plus 32g x 4mm - batch unknown. No investigation was possible, because neither sample nor batch number was available

Event description:
Needle broke off in stomach [needle issue], needle broke off in stomach [injury associated with device]. Case description: study ID: (B)(4). Study description: co-pay program for diabetes, obesity and biopharm brands wherein patients or caregivers of health care professionals can call in a call centre with questions or inquiries regarding the program. Patient's height: 170 cm. Patient's weight: (B)(6). Patient's bmi: 26.99653980. This serious solicited report from the united states was reported by a consumer as "needle broke off in stomach(needle broken)". With an unspecified onset date, "needle broke off in stomach(needle injury)" with an unspecified onset date and concerned a adult male patient who was treated with semaglutide b 1.34 mg/ml pds290 reported as ozempic (semaglutide) from 2019 and ongoing for "diabetes mellitus", novofine plus 4mm (32g) (needle) from unknown start date for "diabetes mellitus". Current condition: diabetes mellitus (type and duration not reported). On an unspecified date, the patient while injecting ozempic, pushed the needle into stomach but the needle broke off. The patient tightened their belt and the needle went all the way into their stomach. The patient reported of going to the physician and reported that the needle had to be digged out. Batch numbers not available. Action taken to semaglutide b 1.34 mg/ml pds290 was reported as no change. Action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "needle broke off in stomach(needle broken)" was recovered. The outcome for the event "needle broke off in stomach(needle injury)" was recovered. Reporter's causality (semaglutide b 1.34 mg/ml pds290) - needle broke off in stomach(needle broken): possible. Needle broke off in stomach(needle injury): unknown. Company's causality (semaglutide b 1.34 mg/ml pds290) - needle broke off in stomach(needle broken): possible. Needle broke off in stomach(needle injury): possible. Reporter's causality (novofine plus 4mm (32g)) - needle broke off in stomach(needle broken): unknown. Needle broke off in stomach(needle injury): unknown. Company's causality (novofine plus 4mm (32g)) - needle broke off in stomach(needle broken): possible. Needle broke off in stomach(needle injury): possible.